Manufacturer narrative:
The meter has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a meter error (bg>15 min old) issue. The reporter stated that the blood glucose (bg) reading in the remote meter was not greater than 15 minutes old. It was noted that the devices were within range of each other when the bg was tested. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.